Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the grounding pad was not being recognized on the integrated electrosurgical unit (iesu) or erbe. The customer stated that the pad was replaced twice, but the issue persisted. They also attempted to use a valleylab generator; however, the issue continued. Technical support engineer (tse) attempted to gather additional information, but due to poor call reception, communication was limited and the call was eventually disconnected. Tse attempted to call the customer back but was unable to reach them. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer tried multiple bovie pads, and a different monopolar scissor, which didn¿t work. They switched to a covidien ft10 for cautery during a cholecystectomy procedure which was completed with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the bovie pad was not working completely when plugged into the neutral port at all times and proceeded to replace the integrated electrosurgical unit (iesu) or erbe to resolve the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu unit was returned for failure analysis, and the problem was not confirmed using system logs. A visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, erbe log errors c-84 and m-b0 were present. The complaint was confirmed based on failure analysis. The root cause of the reported issue could not be determined.